Manufacturer narrative:
Ge healthcares investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No patient information provided to date. Unique identifier: (B)(4). Legal manufacturer: (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a patient was connected to a carescape r860 when the unit stopped ventilating. The patient desaturated. The ventilator was replaced, and case completed. There was no patient injury.

Manufacturer narrative:
Based on review of the complaint, on-site questionnaire, and device logs, there is no evidence of a device malfunction. The system logs indicate that the device was alarming as expected for breathing circuit occlusions and for tidal volume not having been achieved leading up to or following the patient desaturation. The parts in use at the time of the event are currently unavailable, without which it is difficult to further narrow the root cause. Based on available information, the root cause of the patient desaturation was undetermined.